Manufacturer narrative:
Further analysis was performed on the heart lead flex. This analysis confirmed that the out-of-specification output was caused by a diode component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found no ventricular output, the output flex was out of electrical specification. It was also noted that the battery contacts were compressed, and the ring was bent. (B)(4).

Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.